Manufacturer narrative:
Unit was received with blank display due to moisture damage at electronic assembly. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked reservoir tube, broken belt clip slot, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that he was pushed in a pool while wearing the insulin pump. The display went blank immediately after the insulin pump exposure to moisture. Customer's blood glucose level was 280 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.